Event description:
It was reported that the patient had low impedance issue. It was reading low out of range impedance value. There was a short between 0-8 showing and it was suspected due to electrodes touching at distal ends of leads in epidural space after viewing fluoroscopy. There were no other diagnostics performed and the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).